Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of above 500 mg/dl and believes the piston rod does not function correctly. He reported the display counts the units of insulin, but the piston rod does not move. No adverse event was reported. The alleged product was requested for evaluation.